Event description:
During review of a published endovascular study, ("endovascular treatment of asymptomatic popliteal aneurysms: 8-yr concurrent comparison with open repair," journal of cardiovascular surgery 2007, vol 48, number 3, 275-9) a gore viabahn endoprosthesis was reported to have thrombosed the day after the initial implantation. The thrombosis was reported to be related to an intraoperative difficulty during the release of the distal part of the endoprosthesis. The patient underwent successful intra-arterial thrombolytic therapy followed by an add'l endovascular procedure consisting of dilatation of the distal portion of the endograft. Endograft patency was successfully re-established. Journal of cardiovascular surgery 2007, vol 48, number 3, 275-9. Author - m. Antonello, m.d. Univ of padua school of medicine, via giustiniani 2, padua, italy

Manufacturer narrative:
Device remained implanted. No info related to the device is available at this time. Therefore, no evaluation could be performed.